Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). S.w version 2.9d. Pump was received with a missing display window cover. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test. No crack was found on top of display noted during visual inspection.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.